Event description:
Rptr requests assistance with MFR regarding sheath's coming off subq needles. Has found 13 unsheathed needles in 2 cases. Rptr caught problem "out of box" before sent out with nurses. No needle sticks however concerned about potential problem. Rptr requests follow-up with MFR who directed the rptr to call distributor.